Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2013. During the procedure the trial liner fractured. A second trial liner was used and also fractured. The procedure was completed with the implant after a delay of 30 minutes.